Event description:
It was reported a malfunction in which valgus bushing (B)(4) was constantly falling off of align guide (B)(4) and they could not get it to stay on.

Manufacturer narrative:
Additional information received by the manufacturer has identified that this event should be re-evaluated for MDR reporting. The new information states that there was not a previous incident from the same or equivalent device that has caused a serious injury, therefore, it was determined that this case does not meet the threshold for reporting and is a non-reportable event. If further details are provided confirming the occurrence of a reportable event, our files will be updated accordingly and a further report submitted outlining both the event details and our investigations performed.